Event description:
It was reported that the patient turned on their cardiomems device and felt a huge jolt. The patient then elected to turn off the cardiomems device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).